Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that there was a fracture on the positive conductor, at the connector to the epg. (B)(4).

Event description:
It was reported while being used with a patient the external pulse generator output voltage was unstable and intermittent pacing failure was observed. The device was returned for repair. The patient had an intrinsic rhythm, thus no patient complications were reported as a result of this event.